Event description:
The patient experienced painful, bothersome stimulation. The patient felt very strong stimulation in her anterior and lateral thoracic cavity. Attempts to reprogram failed to remove or reduce the sensation. The leads were removed in 2008, and the implantable neurostimulator was plugged and left implanted for future lead placement (see MFR. Report# 3004209178-2009-03728). The implantable neurostimulator battery was not charged in the meantime. The device could not be interrogated by the physician programmer when lead revision was scheduled; an overdischarge was suspected. The hcp implanted a new lead and new implantable neurostimulator because the status of the battery was unknown at the time of lead replacement. After replacement surgery, the patient experienced therapeutic stimulation.